Event description:
It was reported that during the implant procedure, the spindle cap popped off the spacer. A new spacer was used to complete the procedure. The explanted spacer was disposed at the facility and was not returned.